Event description:
It was reported that stent damage occurred. A 24 x 3.00 promus elite mr drug-eluting stent was advanced for treatment. However, the wire could not get through the distal tip of the stent balloon catheter. It looks like the stent or tip was crimped down. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 3.00 mm promus elite stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent damage occurred. A 24 x 3.00 promus elite mr drug eluting stent was advanced for treatment. However, the wire could not get through the distal tip of the stent balloon catheter. It is like the stent or tip was crimped down. The procedure was completed with another of the same device. There were no patient complications reported.